Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the water inlet port on the oxygenator was damaged. There was no pt involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for eval. Visual inspection confirmed that the water inlet port was damaged. The damage to the port is consistent with an external force applied during shipping and handling. A review of the complaint files confirmed that there have been no previous reports for this lot. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).